Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that (1) lead is not showing on the device. The biomed tried a different known good leadset and connected the device to a simulator and received the same error. There was no reported adverse patient impact.